Event description:
Customer reported the system displayed an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system but could not reproduce the reported problem. Ge rep replaced the hand switch as a preventative measure. System operates as intended.